Event description:
A caller reported an issue where the insulin pump displayed a fill estimate different from the expected amount and was static despite insulin being delivered. The current fill estimate displayed on the pump was 105. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that this discrepancy can occur due to a large variance in measured pressures, and that once the insulin amount aligns with the static number, the estimate will decrease normally. The caller understood and acknowledged this explanation.